Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that upon removal of the sensor, the sensor cannula or needle was not seen and may have been missing. Customer's blood glucose was not known. The customer will be returning the product for analysis.

Manufacturer narrative:
Unable to confirm complaint due to customer return only needle.